Event description:
It was reported that the right ventricular lead triggered an integrity alert due to oversensing and impedance increase. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d4 ICD (B)(6) 2014. (B)(4).